Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: investigators were unable to test the bolus button functionality as the pump was returned with the bolus button cover missing. Unrelated to the original complaint, the pump powered on to a blank display. Moisture was observed through the display lens. A leak test failed due to a bolus button leak. The pump was opened up and moisture was observed throughout the pump casing including the old flex/flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This issue is being reported because the it has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.